Event description:
Medtronic received information regarding an imaging system being used for a lateral skull base surgical procedure. It was reported that navigation was 3-5mm off. When the surgeon placed the navigation probe on the patient's bone, navigation showed that the probe was inside the skull. The image acquisition system (ias) scan merge looked good, but the navigation was inaccurate. The surgeon continued with surgery with the inaccuracy in mind. The length of the delay was less than 1 hour. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000556, ubd:unknown, UDI#:unknown, product ID: bi71000159, UDI#:unknown, product ID: bi71000135, ubd:unknown, UDI#:unknown, product ID: bi71000138, ubd:unknown, UDI#:unknown, h3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.